Event description:
The device was implanted and will not be returned. The neurosurgeon called to inquire about duragen. He reported using duragen on a pt with no reported problems with the device. The pt developed meningitis. The neurosurgeon does not feel the duragen was the cause of the infection. He is requesting any literature on the device.